Event description:
It was reported the customer had a bent cannula, preventing them from receiving insulin. The customer also requested assistance with changing their reservoir. The customer's blood glucose was 400 mg/dl. The customer was transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.